Event description:
Boston scientific received info during a device check appointment, loss of ventricular capture was observed. Stored egm's indicated this started (B)(6) ago. The pt did note they felt their heart rate was a little lower but didn't feel poorly. The device was programmed to maximum pacing outputs at this time and the plan is to replace the lead (B)(6). No adverse effects were reported. The lead remains in service. Should additional info become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.